Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and recurrent mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted reducing the final mr to a grade of 1. Two days post-procedure, it was noted that the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to a grade of 4. The patient underwent an additional procedure and one xtw clip was implanted lateral to the slda clip reducing the final mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.